Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, upon advancing, it was noted that the delivery shaft was fractured. The device was directly pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 53.6cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, upon advancing, it was noted that the delivery shaft was fractured. The device was directly pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.